Manufacturer narrative:
The patient expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient's pump stopped and the patient arrested twice. The patient had previous events of transient ischemic attack. The patient expired of anoxic brain injury.